Manufacturer narrative:
Sorin group (B)(4) manufactures this s5 mast roller pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump system displayed multiple error messages during preventive maintenance by a third party service provider. There was no pt involvement.